Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip prematurely deployed while the physician was advancing the device down the endoscope channel. The detached clip was removed from the endoscope and the procedure was completed using another cook instinct endoscopic hemoclip. A section of the device did not remain inside the patient's body. According to the initial reporter,, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: out laboratory evaluation of the product said to be involved could not confirm the report as it was described, due to the absence of the device clip. The clip was not included in the return. The drive wire remains attached inside the handle. During a functional test the device was advanced through a pentax endoscope (2.8mm channel) placed in a lower gi position. With handle manipulation the drive wire moved freely inside the outer sheath. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions:a definitive cause for the reported observation could not be determined because the absence of the device clip prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Instructions for use states: with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. Prior ro distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: a review of the complain history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.